Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding the patient. The patient had reported that they lost stimulation in their right back and right leg about 6 months prior to the report. It was noted that the patient has a history of falls. The patient was seen on (B)(6) 2017, and impedances were checked. Electrodes 6-15 had impedances greater than 10,000 ohms. The patient was reprogrammed and able to regain stimulation in their right back. It was mentioned that the patient was unsure if they wanted a lead revision at this time. No further complications were reported. The patient was implanted for failed back surgery syndrome.